Manufacturer narrative:
The initial MDR did not include the alternative report identification number. Alternative report identification number (B)(4). Device evaluation: product testing could not be performed as the tablets were not returned. Manufacturing process record review: a manufacturing record review was not conducted as the lot number of the tablets was not provided. However a review of the annual product quality review was performed. Catalase activity and residual solvent (acetone) of all the batches throughout the review period are within specification limit. No unusual observation was found. There was no process change during the review period which may impact on the quality of the product. No manufacturing / process deviations have been noted which may have impact on the product quality. The trend of stability data was reviewed and found within trend. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, not provided. Lot number: unknown, not provided. Expiration date: unknown. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient's mother called to ask how many days contact lens can be kept in the lens case. She additionally reported that her daughter had red eyes with use of consept onestep one week ago. Patient went to the hospital and the doctor diagnosed conjunctivitis. Female patient received eye drops and was told not to wear contact lens for one week by the doctor. The name of the eye drops was not provided. No further information was provided. The report suggests patient used solution and tablets and had an adverse event, therefore, an MDR for the solution and for the tablets will be submitted. This report represents the tablets.